Manufacturer narrative:
No product has been received to date. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
Needle broke off after injection. X-ray and CT scan were performed, but needle fragment was found.